Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. The patient emailed hcp on the day of this call and reported a power on reset (por) when reading with patient programmer (pp). The patient would be going to physician therapist for initial consultation. The patient last office visited was in (B)(6) 2015 and it was indicated that the implantable neurostimulator (ins) battery had 0-9 months remaining. No patient symptoms or harm were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.